Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported via email call that the customer was hospitalized. The hospital does not want the patient discharged without a pump. Customer has been calling for a pump exchange and was informed pump will be delivered to his apartment. No further information was obtained regarding hospitalization as the patient disconnected the line. Unable to check if pump will be returned for analysis.

Manufacturer narrative:
The initial report was created in error.